Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated she had blurry vision and a headache while the tandem pump was displaying 383 mg/dl. She stated she felt as if she was unconscious even though she was awake. The value then decreased to 283 mg/dl and maintained around that range. The patient´s daughter took the patient to the hospital. The doctor took a blood glucose reading which was 23 mg/dl and advised the patient to drink orange juice to increase the blood glucose readings. The patient stated when they arrived at the hospital, they were not provided additional medication as the patient was feeling better. The patient was monitored for 4 days in the hospital. An electrocardiogram I(EKG) was performed but there was no information about the results. During the 4 days in the hospital, the patient was treated with insulin injections to regulate their blood glucose (normal diabetes management). No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.